Event description:
According to the brief description of the expert, the quality problem of leakage occurred during the extraction process of medication, and when the expert went to suck the medicine in the bottle, there was no suction.

Manufacturer narrative:
(B)(4): initial MDR submission for device evaluation. It was reported leakage occurred during the extraction of medication. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle with no packaging blister and the plastic shield removed. Next to the needle assembly there is a syringe and packaging blister with a needle assembly in it. No other information could be obtained from the photo. A device history record review was completed for provided material number 305211, lot 1301729. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual sample analysis, a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.